Event description:
Complainant alleged that while attempting to treat a pt, the device did not recognize the batteries were installed. Complainant indicated that multiple known good batteries were used in an attempt to power up the device. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.